Manufacturer narrative:
Multiple attempts were made to obtain additional information on the repair, and the device's operational status has been unsuccessful. If new information is received, a supplemental report will be submitted.

Event description:
It was reported that when the ventilator disconnected on patient, it did not alarm. Reportedly, the reported event occurred around (B)(6), 2021. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer reported that during testing the alarm was sounding. The customer ran the unit and could not duplicate the reported issue. The customer reviewed the logs with technical support and found error codes indicating a low tidal volume and patient disconnect. The customer was advised to perform performance verification testing. Further information is pending.